Event description:
Ous MDR - after an implantation period of approx. 21 months, eos status was reported. No adverse patient side effects have been reported. The device was explanted.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status eos. The device was implanted for 21 months and 383 charging cycles were recorded to the device memory. The memory content of the device was inspected. The analysis of the shock holter data showed that a large number of charging cycles with subsequent shock deliveries was performed by the device on (B)(6) and (B)(6) 2019, as a result of the detection of multiple vf episodes, caused solely by intrinsic heart signals. As a result of that large amount and fast successive charging of defibrillation shocks, the battery status eos occurred. The eos status was removed with a technical programmer, and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of a device malfunction. A sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The current consumption of the ICD was inspected and found to be within specifications. In conclusion, the memory content as well as the therapeutic functionality of the ICD were extensively analyzed. The activation of the eos status resulted from a fast successive charging of defibrillation shocks. A thorough analysis of the ICD proved the device to be fully functional. There was no indication of a device malfunction.